Manufacturer narrative:
(B)(4).

Event description:
App data was provided for investigation. Data investigation could not confirm the allegation. However, as the reporter was unable to provide an approximate incident date, a complete investigation could not be performed. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an unspecified wearable issue occurred. The wearable was inserted into the arm. The date of the event is an approximation. The reporter indicated that the cgm sensor stopped working, though the exact date of the event was not recalled. The incident occurred more than one year but less than two years prior to (B)(6) 2025, during the patient¿s vacation. It took place on the final day of the sensor session, within the grace period following sensor expiration. At approximately 9:00 pm, the patient received a notification indicating that 12 hours remained in the sensor¿s grace period. She subsequently fell asleep and, during the night, experienced a hypoglycemic episode resulting in loss of consciousness. The patient was unsure whether any alerts were displayed on the receiver screen, only that the cgm was not functioning at the time. In the early morning hours on or around (B)(6) 2024, her spouse found her convulsing mildly and recognized that she was unconscious and hypoglycemic. Emergency services were contacted, and she was transported to the hospital around 7:00 am. No blood glucose values were reported. At the hospital, the patient was treated with IV glucose, fluids, and additional hydration. Insulin was administered to stabilize her condition. She regained consciousness and was discharged later that day, around 2:00 pm. Although she experienced extreme fatigue for several days following the event, her condition gradually improved, and she made a full recovery. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.